Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt's attorney contacted depuy's legal department to initiate a claim on behalf of the pt. It is alleged that the pt was revised to address fracture of the metal piece.

Manufacturer narrative:
Examination of the submitted femoral component confirmed the reported fracture. The fracture occurred due to fatigue. The exact root cause of the fatigue could not be determined. No material defects were found on the femoral components fracture surface. Review of device history records revealed no manufacturing deviations or anomalies that would have contributed to failure of the uni-compartmental knee arthroplasty. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.